Event description:
Spd observed the screws to the internal u-joint appeared loose/stripped and the mechanism had visible wear and deterioration.

Manufacturer narrative:
An event regarding crack/fracture involving a mako reamer handle was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection confirmed the event. The device internal mechanism is cracked. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review is not required, as no manufacturing specific issue has been alleged. -complaint history review: a complaint history review is not required as there was no patient involvement. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode for loose screws was confirmed. Additionally, the device internal mechanism is cracked. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.